Manufacturer narrative:
Manufacturer's analysis conclusion: a direct correlation between heartmate 3 lvas, and the reported right ventricular (rv) failure and multiple organ dysfunction syndrome (mods) could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists right heart failure, as well as multiple types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction and respiratory failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired due to right ventricular failure and multi-organ dysfunctional syndrome. It was reported that the outcome was device/ therapy related. No autopsy will be performed, therefore the device will not be returned for evaluation. No further information was provided.